Manufacturer narrative:
At the time of this report, mentor has received no information regarding an explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc prosthesis, catalog #3501650, lot #177018. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation on (B)(6) 1999 with mentor smooth round moderate profile 325cc prostheses. Post procedure, the patient experienced left side pain and tenderness. A slow leak left side deflation was diagnosed during physical examination on (B)(6) 2018. The mammogram also showed spots (or enhancements) that the physician said are most likely benign. The patient is scheduled for a follow up MRI within 6 months. The patient also reported that about a month after implantation, she began experiencing fatigue, brain fog, and overall lack of wellness. She reported that she couldn¿t function for 2 years and didn¿t leave the house. The patient began making diet changes and detoxing and reports feeling better. She is planning on undergoing either replacement with cohesive gel implants, or explantation of devices within the next 6 months. The patient is concerned about replacing the implants because she is afraid of experiencing the symptoms she had post implantation, but is also concerned about appearance of breasts and falling into depression if she explants without replacement. The patient's date of revision is still pending.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/26/2019. Device evaluation summary: according to the information received, it was reported that the patient developed generalized illness and calcifications. The device was visually inspected, and no apparent damage was found. No anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 177468 was reviewed on 7/31/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/15/2019. The device was explanted on (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. The mentor failure analysis lab received the device for evaluation on 11/27/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).